Event description:
Please refer importer report#: (B)(4).

Manufacturer narrative:
The hospital rebooted the system and many units were back online. However, all of the facilities telemetry remained in a state of communication loss. They found a switch that was indicating no communication link. A power cycle did not help. At that time, the biomed had an extra switch and placed it into service. All org receivers that were on this switch immediately came out of communication loss. We followed up with the customer and the biomed states the system is operating normally.